Manufacturer narrative:
Return evaluation conclusion, 7.6.16: defective power switch; controls/manifold, other/defective; 4-way valve, stuck. Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the indicator lights and the alarms do not work.